Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and air bubbles anomaly from the reservoir. The customer's blood glucose reading was 402 mg/dl. The customer treated with the pump. The customer had symptoms such as feeling jittery. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit. The customer stated that the location of the air bubbles is in the reservoir. The customer stated that the approximate size of the air bubbles is loom like champagne bubbles. The customer was advised that rewinding with a reservoir in place will create air bubbles. The customer stated that the pump was not rewound with a reservoir in place.